Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was depleting prematurely during normal follow ups the longevity had decreased faster than expected. A review by boston scientific technical services (ts) and engineering noted that the device is malfunctioning and the battery diagnostic data indicates that the power consumption of this device has steadily increased over the past year. The power consumption is expected to continue to increase. The root cause can be determined by returned product analysis. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
This device was explanted and returned. No additional adverse patient effects were reported.